Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8730-32h screw (no batch indicator present) was received for investigation. Visual inspection of the hex at the proximal end of the returned ar-8730-32h identified that the screw had not been properly cannulated compared to pg. 2 of design drawing no. C16497, rev. 1. The root cause of the observed condition is being investigated further through ncr-16198.

Event description:
It was reported that the screw cannulation is not complete.